Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the tunneling tool was returned and analyzed. The proximal end was partially broke off. Some nicks and scratches were visible on tunnel tool shaft and blood was visible on the shaft. The tool was damaged at the implant attempt. (B)(4).

Event description:
It was reported that the tip of the tunneling tool broke while inside of the patient. A thoracic drain was used to finish the tunnel. The piece of the tool was removed from the patient. No patient complications have been reported as a result of this event.